Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia could not be determined through this evaluation. Following this event, the patient remained ongoing on (B)(4) until he ultimately expired due to heart failure on (B)(6) 2018. This event was reported in MFR# 2916596-2019-02603. The device has not been returned for evaluation to date. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced ventricular tachycardia (vt) on (B)(6) 2019. The patient was given amio bolus with lidocaine. The ventricular tachycardia persisted and resulted in worsening left ventricular assist device (lvad) flows. The patient was cardioverted and returned to their atrioventricular (a-v) paced rhythm. The patient eventually transitioned to mexilitine and amiodarone. No further information was provided.